Event description:
The customer reported an uncontained leak of approximately sixteen (16) ounces of fluid from the coulter lh 500 hematology analyzer. The instrument was generating differential r-flags on controls. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse discovered a hole in I-beam tubing at pv37 which caused the leak and replaced the tubing to resolve the issue. The fse found the leak had damaged the manifold 11, and replaced the manifold to resolve the issue.